Manufacturer narrative:
Clarification to d6a implant date: partial date "seven years ago." Additional, changed, and/or corrected data: b5, d3, g1, h6, h11.

Event description:
Patient reported left side rupture. Patient later reported "the rupture of the implants caused me very severe pain". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d4, g4, h4

Event description:
The device was found to be non-abbvie. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.